Event description:
Atrial oversensing noted on the one episode recorded. The episode shows oversensing from emi. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).